Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not evaluated at this time. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the regurgitation remains indeterminable. If new information becomes available or the device is evaluated, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of 15 years, 11 months due to regurgitation. A 25mm pericardial aortic valve was implanted in replacement with good outcome. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: as received, the valve was cut in half across leaflet 1 and commissure 3. X-ray demonstrated minimal calcification nodules on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. All three leaflets were observed to be thickened and swollen near the commissures. Leaflet 3 had two tears of approximately 7mm near commissures 3 and 1. Thickened tissue was observed at both tear regions, and the valve was also cut at commissure 3 near the tear. The sewing ring was cut at multiple locations around the valve. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update. The device was also returned for evaluation. Based on the product evaluation, a customer report of regurgitation was visually confirmed due to leaflet tears. The root cause for the tears and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to torn leaflet, severe regurgitation, and stenosis. A 25mm was implanted in replacement with good outcome. The patient also underwent CABG x1. The patient was discharged to rehab in stable condition on post-operative day 9.